Event description:
Customer reported she had taken out her sensor and it was bent. Customer was advised that may be the cause of why the sensor is not calibrating correctly. Customer's blood glucose level was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.